Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings and/or usual results. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to recall the exact date when the reported issue began. The patient allegedly obtained blood glucose results of 301 and 134mg/dl which he felt were elevated compared to how he was feeling and/or his usual results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that he usually manages his diabetes using insulin (no adjustments) and reportedly took his usual dose of 15 units of insulin in response to the 300mg/dl reading. The patient claimed that he woke up sweating an unspecified amount of time after the alleged issue began and did not specify receiving any further form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr was able to confirm that the meter was set with the correct unit of measure and the test strips being used had been stored correctly and within expiry. The patient did not have any control solution. The subject device was requested back for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.